Event description:
Capsule endoscopy ordered. The patient swallowed the pillcam and the equipment attached to data recorder as directed. The data recorder lights were on and blinking. The patient stated that the light stopped blinking at approximately 1130. Given corporation technical support notified. Data recorder found not to be working properly.